Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experiences pain during sensor insertion. The sensor was inserted on (B)(6) 2015. The patient is using lidocaine 2%, a prescription numbing cream, to assist with sensor insertion. The date that the cream was prescribed was not provided. At the time of contact, the patient's mother did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).